Manufacturer narrative:
(B)(4). Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that during a scheduled device replacement procedure, this existing right ventricular (rv) lead was connected to the new cardiac resynchronization therapy defibrillator (crt-d) device and the rv lead exhibited high out of range shock impedance measurements greater than 200 ohms. In addition, the left ventricular (lv) pace configuration of extended bipolar was noted to measure greater than 3000 ohms. This lv configuration measures between the lv lead tip electrode and the rv lead coil electrode. The other lv configurations were noted to be normal, which suggests that the lv lead integrity is intact, and the issue is specific to the rv lead. The proper insertion of the rv lead into the device header was verified and the physician also verified that the device header set screws were properly tightened. A commanded 41 joule shock was performed, and a code 1005 was observed, which is an open circuit condition detected on the rv lead during the shock. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) that the rv lead must be replaced as it cannot reliably deliver shock energy to the heart. Ts explained that the shock is monophasic so the amount of energy that is delivered to the heart cannot be quantified. The device replacement procedure was completed, and the rv lead remained in service at that time. An additional surgical procedure was performed approximately one (1) month later to explant and replace the rv lead. No additional adverse patient effects were reported.